Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 20100996/ 20100996, model/ catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.